Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Field service engineering (fse) conducted a service call with the customer over-the-phone to address the reported event. Fse troubleshooted with the customer and found a stuck reagent cup inside. The customer performed a sorter scan after closing the unit and the instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17-july-2017 through aware date of (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2200] test cup sorter door not closed. Cause : test cup sorter door open-close sensor detected an open state. The sorter stopped operation. Solution : contact tosoh service center or local representatives. The most probable cause of error 2200 was due to a reagent cup stuck inside the sorter drawer.

Event description:
A customer reported error 2200 (sorter drawer open) and error 100 (sorter scan error) with the aia-900 instrument. The drawer does not latch shut. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.